Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the black box could not verify that the time/date had reset to default settings. A review of the black box indicated a manual time change on (B)(6) 2016 from 23:47 to 11:47. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2016, the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a low blood glucose (bg) of 21mg/dl with extreme drowsiness, confusion, and incoherency. The patient was reportedly hospitalized and treated with intravenous glucose. The reporter stated that on the date of the low bg, the patient had received multiple unrelated alarms and had discontinued the pump because she was on vacation and was going out. The reporter noted that about a half hour after disconnecting from the pump, the patient experienced the low bg. The reporter stated that later the same evening, the patient resumed the pump. Customer technical support reviewed the pump with the reporter and during troubleshooting it was noted that am and pm settings for the pump's time settings had been reversed prior to the low bg incident, resulting in the patient receiving more basal insulin than expected. Troubleshooting determined that the time and date were resetting with battery changes. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with an alleged time/date reset issue and use error in resetting the time incorrectly as a contributing factor.